Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies except procedural damages.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture. Imaging did not reveal any physical anomalies. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.